Event description:
It was reported that clips were already closed when they were loaded into the jaws.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800412 was manufactured on 06/18/2018 a total of 288 pieces. Lot was released on 06/25/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip protruding from the channel. The sample appears used as there is biological material present on the device. One loose clip was returned with the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it was unable to latch onto the bottom jaw. It was observed that the rotation tab was slightly bent. Another attempt was made and the next clip was unable to properly load into the jaws as it was unable to latch onto the bottom jaw. Upon further examination, it was noticed that there is a buildup of biological material in the bottom jaw which is preventing the clip from loading properly. The buildup was manually removed and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed tubing. This was repeated with the same result for the remaining clips. The device was returned with 9 clips remaining including the one clip returned loose, indicating that 6 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, operational context caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with 9 clips remaining including the loose clip, indicating that 6 clips were fired by the end user. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the first two clips tested from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the first two clips were unable to load due to the buildup of biological material in the jaw, operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips were already closed when they were loaded into the jaws.